Event description:
The patient reported she developed a dark red discoloration under the tape collar and pouch of the device from the 5 to 7 o'clock position around the stoma. The discolored area is weeping. The patient experienced this condition during a two week period prior to complaint receipt. The patient reportedly changes the device every two days due to leakage. No additional information was reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.